Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's mother stated that the patient was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The patient was vomiting, dehydrated, and had swelling of the brain. It was stated that a cat chewed on the patient's tubing while she slept, leading to the elevated blood glucose levels from not getting any insulin. Troubleshooting was declined as they knew that the cat chewing on the tubing caused the issue. Nothing further was reported.